Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review and referring to known similar events, it was presumed that friction generated with pushing-pulling manipulation of the fielder xt guide wire might have been applied on the subject segment of the guide wire while the guide wire was caught by the calcified lesion. Consequently, the polymer jacket of the guide wire was peeled off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that an asahi fielder xt guide wire was used during an interventional radiology (ivr) to treat a severe calcified tibial artery leasion in the left leg, which interfered with toe healing from gangrene and osteomyelitis. As antegrade blood flow from the tibial vessel was obstructed by the lesion, retrograde approach was attempted for revascularization. However, the fielder xt guide wire could not be advanced from the retrograde access site. When the physician removed the guide wire, the polymer jacket was peeled off and was left in the calcified lesion. It was informed that there were no adverse patient effects associated with this event and the patient was discharged.